Manufacturer narrative:
H3/h6: one used device was returned for evaluation. As received, one applicator was returned with an infusion site present. The applicator was in a unused, compressed state. The exposed needle was observed to pierce the infusion site. The cannula was observed to be bent from its original position. The complaint of cannula issue can be confirmed. The probable cause is due to an adhesive issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
No product or photos were returned; therefore, no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformance's during the manufacturing of the reported lot number. If the product is returned, the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that a person with diabetes (pwd) experienced a bent cannula, and subsequently received a line blocked alarm related to this issue. The pwd noticed the kinked cannula approximately 30 minutes after the site change. A site change was performed at the time of the event, after which insulin delivery was successfully resumed. No patient harm or injury was reported.